Manufacturer narrative:
Power to the washer was immediately turned off and the flames were quickly extinguished. The washer was installed at the user facility in 2005 and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. A review of service records indicates steris has not been contacted to perform any service activities on this unit since june 2015. The operator manual states (pp.6-1), "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance or obtain the necessary maintenance manual if preventive maintenance is performed by customer". A steris service technician arrived on site to inspect the washer and found that one of the unit's drying heater contactors had become stuck in the closed position subsequently causing the drying components located in the washer's chamber to overheat and the reported event to occur. This condition is attributed to high usage of the washer which caused significant wear of the contactor. The contactor is activated several times throughout the duration of the washing cycle. The technician counseled user facility personnel on the importance of replacing critical components during routine maintenance. The unit has been removed from service and user facility personnel have been provided with a quote for a replacement washer.

Event description:
The user facility reported that small flames were observed from their hamo synergy washer. No injuries were reported; however, evacuations were conducted due to the reported event.